Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ii short needle insulin syringe had a broken needle shield. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 8mm, 30g syringe with a blister pack from lot # 7177526. Customer states that the shield is broken. The returned syringe was examined and exhibited a badly damaged shield. A review of the device history record was completed for batch# 7177526. All inspections and challenges were performed per the applicable operations qc specifications. There were eight (8) notifications [200712956, 200713231, 200712768, 200712766, 200712886, 200704891, 200704323, 200705184] noted that did not pertain to the complaint. There was one notification [200704714] noted for damaged shields. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: probable root cause for the damage exhibited within the returned sample is a mis-adjusted guide piece near the dr blade on the metro. The rails for the shields and barrels have a guide piece which helps keep the components in an order conveyance. With this piece moved off to the side, shields were able to move a bit more freely and were getting damaged in normal flow of product through the metro. Per qn (B)(4), adjustment was made to the guide piece and product tested through station with no additional defects noted. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields.

Event description:
It was reported that bd ultra-fine¿ii short needle insulin syringe had a broken needle shield. No serious injury or medical intervention was reported.